Event description:
On (B)(6) 2014 salter labs received a complaint stating that the oxygen tubing caused burning sensation, coughing, and respiratory distress to the patient. Salter labs has contacted the distributor multiple times trying to obtain further information about the incident, but it has not been successful.